Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm that appeared on the homechoice (hc) during drain 2. The home patient (hp) stated that he was in the dwell and disconnected to put some logs on his fire. Before he returned, the hc started alarm with the system error 2240 in drain. The hp stated that he did reconnect. Product surveillance contacted the home patient's nurse regarding a system error 2240 alarm. The nurse stated that the home patient has been doing fine and has been able to continue therapy ok. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A labeling review was performed and found to be adequate for the potential use error identified in this complaint. Proper procedures per the user manual were reviewed with the customer at the time of the initial call. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).